Manufacturer narrative:
Correction: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The shell head is cracked. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed damage may occur if the instrument is handled rough. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical resection of rectal cancer, the device broke while being applied on anastomosis stage. They opened the pack and found a crack near the mouth of the stapler. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.

Event description:
According to the reporter: occurred during a laparoscopic radical resection of rectal cancer procedure. When the packaging was opened, a crack was found near the mouth of the stapler. The stapling device broke while being applied on anastomosis stage. A new device was used to complete the case. There was no patient harm.